Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced adhesive issues with two infusion sets on (B)(6) 2026 and (B)(6) 2026. The infusion set fell off during use and the blood glucose level was high. The blood glucose was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully.